Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the videoscope did not have the ethylene oxide cap and the scope was damaged. The issue was found during reprocessing for future use. There were no reports of patient harm.

Manufacturer narrative:
Updated: h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported scope damage due to reprocessing without the eto cap issue could not be determined, however, the issue was likely the result of user error. The event may be prevented by following the instructions for use which state: visera cysto-nephro videoscope olympus cyf type v2 olympus cyf type va2 olympus cyf type v2r chapter 6 compatible reprocessing methods and chemical agents 6.6 ethylene oxide gas sterilization caution attach the sterilization cap to the endoscope before ethylene oxide gas sterilization. If the sterilization cap is not attached to the endoscope during ethylene oxide gas sterilization, the air inside the endoscope will expand and could rupture the bending section cover and/or damage the angulation mechanism (see figure 6.2). Olympus will continue to monitor field performance for this device.